Event description:
Customer reported a low blood glucose reading of 47 mg/dl that was treated by the paramedics. She had been found on the floor by her daughter. She also reported another incident where she went to the hospital for a low blood glucose reading of 37 mg/dl. She stated that she had gone to lunch the day the paramedics were called and was not hungry at dinner time. She reported the paramedics treated her at home and that she did not go to the hospital that day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Refer to medwatch # 2032227-2014-37701 and 2032227-2014-37436.